Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on colon during open low anterior resection, the surgeon was completely squeezed the handle, but staples did not deploy. They cut the tissue thinking that the staples had deployed. This resulted to an unanticipated tissue loss.